Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient developed a lymphoma and had a drain placed in the abdomen. Afterwards, the patient noticed increased urinary incontinence. A revision surgery was performed and a hole in the abdominal tubing connecting the pump and balloon was identified. The hole was likely caused during needle insertion for the lymphoma drainage. The pressure regulating balloon was removed and replaced. There were no further patient complications.